Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The device history records for this device cannot be reviewed as the serial number was not provided. The root cause of the reported issue was not identified. Based on reported information, it was presumed that the reported issue was due to the damaged dvi cable and not a malfunction of the subject product. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility biomed department was successful in troubleshooting the video image issue by replacing the dvi cable and device functioned as intended. Evaluation concluded cause traced to component failure.

Event description:
It was reported that during preparation for use the device exhibited no image, the device was found with broken sdi cable and no longer working. The user replaced the cable and image appeared. There was no patient involvement on this event. No user injury reported.